Event description:
It was reported that during a percutaneous transuminal coronary angioplasty (ptca) drug eluting stenting procedure, a shaft fracture occurred. The "narrow" de novo lesion was located in the non tortuous mid right coronary artery (rca). The 24mm concentric lesion was severely calcified and 90% stenosed. The vessel diameter was 2.75mm. The femoral access site was the right femoral artery. The lesion was predilated. When the taxus liberte 2.75 x 24mm stent was advanced to the lesion, the stent catheter bent and a section "broke off" outside the patient. The undeployed stent and the catheter were removed from the patient successfully. The physician attempted to deploy another manufacturer's bare metal stent unsuccessfully. No patient injuries or complications were reported. The patient's condition is reported as "stable."

Manufacturer narrative:
Device analysis: the device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 22.6 cm distal from the strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the crimped stent and tip found no issues. Microscopic examination of the balloon found no issues with the balloon material.a review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specification. The damage found on the device is consistent with excessive force having been applied to the device. Therefore, the most probable root cause of the reported complaint can be attributed to handling damage.